Manufacturer narrative:
Additional patient identifier: (B)(6). Date infection and non-union began is not known. This report is for three (3) unknown 6.5/7.3mm cannulated screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with three (3) unknown 6.5/7.3mm cannulated screws on (B)(6) 2018 for a subtalar fusion. During a follow up visit on unknown date it was discovered patient had developed an infection and a non-union. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Patient was revised to an external ring fixator. Surgery was completed successfully with no delay. Patient reported as stable. This report is for three (3) unknown 6.5/7.3mm cannulated screws. This is report 1 of 1 for (B)(4).